Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Anuerx stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following events were reported: serious injury: rupture re-intervention occlusion